Manufacturer narrative:
The medical safety officer reviewed and determined there is not enough information to exclude the impella as an association factor to the patient's outcome. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was admitted to ER with abdomen pain and chest pain with an inferior myocardial infarction. The patient was noted to be confused on arrival with hypoxia and intubated. Given profound acidosis and comorbities with 3 pressers and not a surgical or extracorporeal membrane oxygenation candidate. Patient proceeded to cath lab. Right heart cath was completed confirming cardiogenic shock and left ventricle gram revealed vsd. Patient transferred for further medical treatment. The complainant reported that the packaging of an introducer opened irregularly resulting in the sidearm getting contaminated. A second introducer kit was opened from a different 5.5 kit for use. Following a successful implant, a wound vac was placed at the access site for bleeding. Upon arrival to ICU patient continued to decline. Lactate continued to rise, greater than 20. She was anuric and would not tolerate continuous rental replacement therapy. Patient was also not a candidate for extracorporeal membrane oxygenation due to body mass index and groin access. After further discussion with family, decision was made to withdraw care once family was able to arrive at bedside. Withdraw of care occurred and patient expired quickly after.